Event description:
Dr (B) (6) was performing a laparoscopic gastric bypass, and the echelonflex 60 would not fire correctly. The initial fire did fire; it was the reloads that did not fire properly in the echelonflex 60. No buttressing was needed over the staple line. No patient injury. Product was removed from the field and a new echelon was open. The new staple opened was not an articulating stapler. Case was then completed.